Event description:
A customer contacted beckman coulter regarding low hemoglobin (hgb), and platelet (plt) results that were generated by the coulter act diff instrument. A patient sample was tested for hgb and plt: hgb result was 9.3 g/dl, and plt result was 137 x 10 to the third power cells/ul. Both results were printed with an operator defined messages "l" (l-low result. For patient samples, result is lower than the low patient sample limit"). Hgb and plt results were reported out of the lab and the patient was sent to a hospital. Upon redraw at the hospital, hgb and plt results were "normal" and the patient was released from the hospital without treatment. Hospital printout was not provided. The customer stated that the day of the event (2007), the baths were not draining properly. After correcting the drain issue, the customer reran the sample for hgb and plt and the repeated results were: 14.1 g/dl and 169 x 10 to the third power cells/ul respectively. The repeated results correlated with the hospital results which were considered correct. Based on available information, there was no impact to patient or user.

Manufacturer narrative:
Qc was run before and after correcting the bath overflow issue and all levels recovered within expected ranges. The instrument is currently performing within qc specifications. Previously tested patient samples were rerun to confirm accurate back to the last acceptable qc run. The sample was drawn in a 4.0 ml vacutainer and was stored at ambient temperature for 15 minutes prior testing. The erroneous results occurred in an open vial whole blood mode of operation and customer stated that this was the last sample tested in 2007. Based on available information, customer replaced the peristaltic pump tubing on the waste pump and check valve in the drain system. There was no problem with the draining, but the system generated a vacuum error and customer replaced the fluid barrier and adjusted the vacuum. After servicing the instrument, customer performed a startup and qc and obtained acceptable results. As per product labeling, when all counted parameters are consistently lower than normal and mcv is normal, this can be attributed to the following: short sample, poor bath drain, diluted sample. The low results can be attributed to a diluted sample caused by the bath not draining properly. A malfunction will be assumed for the purpose of this report.